Event description:
It was reported that the patient implanted with an implantable cardiac resynchronization therapy (crt-d) device complained of syncope from "time to time" with no known cause found. The caller noted that the pacing rate seen on the pacing telemetry strips was less than the programmed rate. There also appeared to be double pacing spikes, indicating t-wave oversensing (twos), observed on the pacing strips. Technical services (ts) suggested possible interventions to take and provided education on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant product: 6937a defib lead, (B)(6) 2006; 4087 competitor pacing lead, (B)(6) 2006; 0181 competitor defib lead, (B)(6) 2006; 4196 pacing lead, (B)(6) 2009. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.